Event description:
The customer alleges that the unit is no longer heating. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Per the manufacturer, records for the unit in reference did not present any problems or malfunction during the production process. The heater was tested in accordance with pegasus' procedure and found to meet pegasus' specifications.